Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) reporting that their therapy stopped working 6 months post implant (B)(6) 2008. The patient states that they have not used the device since and would like it taken out. The patient reported a number of health issues that he says he is not sure if related to the device or not. Issues reported include; having to walk with a cane, migraine headaches since implant, "passing out", two mini strokes, two pins placed in his shoulder and having been hospitalization due to stimulation going to his stomach. It is noted that the patient doesn't currently have a doctor. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.